Manufacturer narrative:
The device was returned for analysis. Device returned with the guide catheter and the guidewire. Numerous kinks were evident on the hypotube. The transition tubing was detached immediately proximal to guidewire entry port bond. The transition tubing material was jagged, stretched and uneven on both sides of the detachment site. The balloon returned partially inflated with traces of residue present inside the balloon. Stretching was evident to the proximal balloon bond. There was slight deformation to the distal tip. Deflation testing was not performed due to the detachment on the transition tubing and the stretched proximal balloon bond. Three moving images were received from the account. The images capture the lesion site with a cto in the lad as reported by the account. The inflation of the solarice 2.5x30mm device is captured from the images; however the reported deflation difficulties were not visible from the images. The reason for the delayed inflation and failure of the balloon to deflate is not captured on the images. The difficult lesion morphology is confirmed from the images provided. The reported detachment of the device was not visible from the images.

Event description:
The physician was attempting to use a solarice rx balloon to treat a heavily calcified lesion and cto of the lad/rd. No damage was noted to the device packaging and no issues removing the device from the hoop/tray. The protective sheath/packaging stylette was removed from the device with no difficulties. The device was inspected and negative prep performed with no issues noted. The concentration of the contrast/saline used by the physician was 50:50. It was reported that there was delayed inflation of the balloon. It was reported that after first inflation of the balloon it failed to deflate. The physician experienced resistance when withdrawing the complete inflated balloon system. Excessive force was used during the withdrawal. Sufficient time was given to the balloon to deflate prior to attempting to remove the device from the patient. During removal the balloon tore off the balloon system, but the physician was able to catch the balloon in the guiding system. No patient injury or vessel damage reported.